Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report quality control (qc) imprecision and discordant total human chorionic gonadotropin (thcg) results. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse checked dry and wet water. The cse replaced reagent probe1 wash station, valve, and probe. The cse monitored the assay performance. The cse ran precision on a thcg sample fresh pack, which was acceptable. The cause of the discordant total human chorionic gonadotropin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely high total human chorionic gonadotropin (thcg) results were obtained on patient samples on an advia centaur xp instrument. The initial results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant total hcg results.